Event description:
It was reported that an intermittent loss of telemetry was observed on the pulse generator during attempted interrogation. Interrogation was successful when a different programmer was used.